Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The helix was distorted due to bending and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the right atrial lead helix would not extend. The lead was removed from the patient and the physician tried a full 30 turns, but the helix would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.